Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, d6b, h6. Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2430555 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, lymphoma-alcl-suspected is classified as medical event and this events are unable to confirm. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl-suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Patient's representative reported about a patient who has been diagnosed with bia-alcl. Healthcare professional later reported "a few scattered foci suggestive of degradation, chronic inflammation and silicon leak". Lymphoma-alcl-suspected will be unreported since no malignancy on left side. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ local reaction: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a

Event description:
Patient's representative reported about a patient who has been diagnosed with bia-alcl. Healthcare professional later reported "a few scattered foci suggestive of degradation, chronic inflammation and silicon leak". Lymphoma-alcl-suspected will be unreported since no malignancy on left side. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, h6.

Event description:
Healthcare professional later reported "a few scattered foci suggestive of degradation, chronic inflammation and silicon leak". This record is for the left side. Device was explanted.

Event description:
Patient representative reported left side "diagnosed with bia-alcl". Pathological markers confirming alcl have not been received. Device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "diagnosis of bia-alcl".